Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen turned black and the device stopped ventilating. Patient information has been requested.